Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (+) p (+): pilot: reading test. Based on the information provided, the unit will require replacement of the 3-way solenoid and proportional valve to address the failure. There was no serious patient harm or injury that occurred or was reported. A manufacturer representative spoke with the customer, and the customer indicated that they would perform the replacement of the 3-way solenoid and proportional valve. No additional information was provided. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.